Event description:
(B)(4), identified what appeared to be an anomaly with the packaging of peleverus and vitale dressing products from cellera llc, located at (B)(4) (product). The sku's of the product that were received by mms had original labeling on the outside packaging indicating the product had expired. Cellera had placed a new label with a new and different expiration date over the original label. In addition, the inside packaging had the old, expired expiration date - the same expiration date that was on the original label. (B)(4) has quarantined the product at the (B)(4). In addition to notifying cellera of the issue, (B)(4) is requesting that cellera notify customers of (B)(4) that have purchased product from (B)(4) as of january 1, 2013. (B)(4) will hold all product with the labeling anomaly until receiving instructions from cellera.